Event description:
During an initial implant procedure, there was a failure to extend the helix of the right ventricular (rv) lead prior to insertion. The lead was not implanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clean. After applying torque directly to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.